Event description:
It was reported a balloon rupture occurred. A 2 mm x 40 mm x 144 cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 15 atmospheres for 2-3 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.